Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical attention due to hypoglycemia. The patient's blood glucose levels dropped to 25 mg/dl (as presumed by emergency medical technician emt). It was reported there was an unknown change to the settings of the personal diabetes manager, which caused the over delivery of insulin. Mother reported at home, patient lost consciousness, fell and hit his head and had a seizure. Mother delivered him a glucagon shot and called an ambulance. En route to the emergency room (ER), he patient was treated by emt's with intravenous fluids. In the ER, patient received a computed tomography scan of his head and was released after 2.5 hours.